Event description:
It was reported to philips that the system's footswitch was sporadically unable to trigger x-rays. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was completed as planned by using the wired footswitch as the issue was sporadic. A philips remote service engineer connected remotely with the customer and reviewed the log files. No errors were identified in the logs. A philips field service engineer visited the site and was unable to identify any problem with the wired footswitch. As a precautionary measure the wired footswitch was replaced. After that, the system was returned in good working condition and was ready for clinical use. The wired footswitch was returned for further analysis. Functional testing was performed and damage to the cable insulation was found. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was intermittent, and the procedure could be completed without problems on the same system. An intermittent issue with the wired footswitch that does not affect system functionality and allows the procedure to be completed as planned is unlikely to cause or contribute to death or serious injury should it recur. As such, philips has re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcomes.